Event description:
The material used in the catheter is prone to cracking and leaking. The cracks tend to occur in one of two places. Either at the catheter just past the suture hub (internal to the patient) or at the tip of the hose barb of either lumen. The tip of the hose barb pokes through the tubing material from the inside.